Event description:
A surgeon reports that a pt is experiencing dark shadows in both eyes following intraocular lens (iol) implanted surgery. The right eye was implanted with an iol from a different MFR. The pt indicated the shadows are particularly obvious in a brightly-lit supermarket, when their face is near an illuminated mirror or when they rub their eyes.